Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a power error message on their insulin pump even with full battery life. It was also reported the customer had delivery stopped messages. The customer reported the issue has persisted four times, even with a battery change. It was also found the correct bolus amount was recorded in the bolus history. Customer's blood glucose was 4.0 mmol/l. The customer was advised the insulin pump needed to be replaced. Customer was advised to revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was returned for power error alarm. Detailed trace analysis confirmed the alarm was triggered when backup battery unloaded voltage was less than 3.7 volts for consecutive 240 minutes. Analysis of micro timer in detailed trace confirmed that the root cause is the non-sleep anomaly software error. The insulin pump was received with minor scratched lcd window, cracked battery tube threads and scratched case.